Manufacturer narrative:
The insulin pump passed the self test and displacement test. No error alarm was noted. The insulin pump was received with broken battery tube threads, a cracked case at the display window corners, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer received an alarm on the insulin pump. It was advised troubleshooting would need to be completed to determine if the insulin pump was working as expected. Customer stated, the insulin pump needed to be replaced anyway, as there was also a crack in the battery compartment and outside casing around the screen. Customer did not know how damage occurred. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.